Manufacturer narrative:
Submit date: 07/13/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The unit may have been either grossly over inflated or may have come into contact with a sharp object causing this failure. All finished goods were released for shipment in accordance with the outside suppliers documented final product disposition/release procedure and covidien certification requirements. This includes the requirement that all nutriports are 100% leak tested prior to shipment. The outside supplier will continue to monitor complaints for recurrence of this issue. Per the instructions for use, exact balloon life cannot be predicted. Generally silicone balloons last between 1-8 months, but the life span of the balloon varies according to several factors, which may include medications, balloon fills volume, gastric ph, and tube care. The production personnel were notified about the reported issue. A formal corrective and preventative action was implemented for this reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 05/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with a nutriport. The customer states that the patient went to the hospital on (B)(6) 2016. The nurse was performing the daily review and noticed that the balloon was broken and had ruptured. It was necessary to remove the balloon and place a tube. The stoma closed so they had to re-make the diet and wait two months until the patient accepted the new diet.